Event description:
The feeding tube was placed on (B)(6) 2013. When the physician replaced the feeding tube with a new one on (B)(6) 2014, he noticed the bolus tip had separated from the tube. The weighted end remained in the patient's body as confirmed by x-ray. On (B)(6) an attempt was made to remove the bolus end endoscopically but failed. The weighted end was in the sigmoid colon. On (B)(6) (B)(6) informed us that the weighted end had been removed endoscopically.

Manufacturer narrative:
No patient injury was reported. The returned device was visually examined and found to be broken or torn at the bolus near the end of the feeding tube. Similar product has been mechanically tested and in order to duplicate a similar break more than 7 lbs of tensile force was applied to the feeding tube. It is unclear how these types of forces could be applied to the tube during clinical use.